Event description:
It was reported that: "the plastic broke on impactor when surgeon was impacting the implant."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.